Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 454, 410 and 207 mg/dl. The customer's expected fasting blood glucose test result range is 113 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 535 mg/dl using truetrack meter and 455 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/21/2018 and open vial date is 04/19/2017. The meter memory was reviewed for previous test result history: 454mg/dl (B)(6) 2017 08:00 am fasting:yes; 410mg/dl (B)(6) 2017 07:00 pm fasting:yes 207mg/dl (B)(6) 2017 08:00 am fasting:yes; 292mg/dl (B)(6) 2017 08:00 pm fasting:yes; 223mg/dl (B)(6) 2017 08:00 am fasting:yes. Memory concerns:customers caregiver is concerned with the results of 454, 410, 207, 292 and 223 mg/dl from the meters memory.